Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. The patient awoke with complaints of shortness of breath and then collapsed. It was unclear how long the patient had been down. Emergency services were contacted and found the patient pulseless, in ventricular fibrillation (vf) and no high voltage therapies had been provided. The patient was noted to be in a paced rhythm but no palpable pulse therefore compressions were initiated, medications and external defibrillation were provided. Return of spontaneous circulation was obtained and the patient was placed on a ventilator via their chronic tracheostomy. Failure to capture was noted with no additional details. The patient¿s device was interrogated and noted supra ventricular tachycardia (svt) and left bundle branch block but no further evidence of any additional arrhythmias was identified. The patient remained tachycardic with episodes of vf. A computerized tomography (CT) scan was performed and was suggestive of global brain anoxia, and consistent with aspiration and pneumonia. Cardiomegaly and perihilar infiltrates were observed via chest x-ray. The patient was placed on comfort care, was extubated and passed away. The cause of death was indicated as sudden cardiac death. The patient was a participant in a clinical study.